Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer had high blood glucose level over 250 mg/dl and also had blood glucose level 180 mg/dl. The customer reported that the insulin pump received button error alarm in the previous pump and hence the customer received replacement. The customer observed no delivery alarms in alarm history. The customer performed fill cannula and observed that the insulin exited. The customer also reported that the insulin pump was making double click sound instead of single click. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted. Pump downloaded properly in the carelink software and all bolus deliveries registered properly in the carelink history report noted. All buttons functioning properly. No damage in the keypad assembly noted. No button error alarm during testing. The keypad connector lcd locked properly during visual inspection. No unexpected clicking sound during testing. Motor passed motor test. Pump received with cracked reservoir tube lip and minor scratched lcd window.